Event description:
Additional information was received which noted the patient's cause of death as ventricular fibrillation, ischemic heart disease, hypoxemia to the brain, and renal failure.

Event description:
A cardiac resynchronization therapy defibrillator (crt-d) system was returned to the manufacturer from a crematory with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately 1 month after implant of the crt-d, approximately 3 years after implant of the right ventricular (rv) lead and left ventricular (lv) lead, and approximately 7 years after implant of the right atrial (ra) lead. The cause of death has been requested and not received.

Manufacturer narrative:
The proximal segment of the lead was returned. Visual summary analysis of the lead was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempts to obtain additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant medications: 5076-52 lead implanted: (B)(6) 2007; 419688 lead implanted: (B)(6) 2011. (B)(4).